Manufacturer narrative:
Received one device. Visual inspection found upstream occlusion sensor (uso) seal buckling. Customer concern confirmed via testing speakers and speakers were not loud enough. Replaced front and rear piezo. Performed test again unit passed test. Additionally, replace uso seal. Calibrated sensors and updated software to the latest version and reset to standard configuration. Preformed performance verification tests (pvt) unit passed all test criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the unit had bad speaker and no noise. The event occurred during testing. There was no patient involvement.